Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter showed a result of 10 mg/dl. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.